Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. Customer complaint of enclosure cracked on front was confirmed. Customer does not want any repairs done to the unit. Unit will be returned unrepaired. Additionally, insect infestation was confirmed, and device was unable to be tested due to the insect infestation. This device must be fully evaluated prior to any future patient use.